Event description:
The plaintiff's attorney alleged that the plaintiff experienced a seizure on or about (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one event (seizure) for the same pt involving two separate products; associated mdrs #1225714-2013-01636, 1225714-2013-01637.